Event description:
It was reported an issue with monosyn suture. The client reported that the needle is detached from the thread. This defect was found prior to use. No more information has been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is detached from the thread. This defect was found prior to use. No more information has been provided.

Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market 1,080 units of this code-batch. There are no units in our stock. We have received one open and unused sample with the needle detached from the thread, and the thread is still wound on the pack. Nevertheless, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. However, considering that there is a previous complaint of the same code-batch for the same issue, we consider this complaint as confirmed. Final conclusion: considering that there is a previous complaint of the same code-batch for the same issue, and that the open sample received is defective, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.